Event description:
It was reported that lead dislodgement was observed. When repositioning was unsuccessful, the lead was explanted and replaced. Patient condition was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.